Event description:
Per the independent repair center, the customer alleged problem is alarming/red light and the key failure is the compressor hose was disconnected from the manifold valve so they re-attached it.